Event description:
Healthcare professional reported " deformity and asymmetry in size" and "pain and animation". Affected side is right. The device has been explanted and replaced.

Manufacturer narrative:
The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "deformity and asymmetry in size".